Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat rectocele and stress urinary incontinence. It was reported that the patient underwent the concurrent procedure of rectocele repair immediately after mesh implantation. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress incontinence. It was reported that post insertion the patient experienced pain, infection, dyspareunia and urinary problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.